Manufacturer narrative:
The instrument was returned and evaluated. Per the customer reported complaint, failure analysis investigation observed that the grip cable was derailed at the distal clevis hub. The hub did not exhibit any damage or wear marks. In additional to the derailed cable, failure analysis investigation observed that one grip cable was frayed at the distal clevis hub. The cable segment sticks out at the wrist and the distal clevis hub did not exhibit any wear. No other cable damage was found. Additional observation not reported by site was main tube damage. The distal end of the main tube exhibited various scratch marks with light material removal. The scratches were short in length and not aligned with the tube axis. Failure analysis concluded that damage was likely due to mishandling. The endowrist instruments instructions for use (IFU) specifically states: general precautions and warnings - handle instruments with care. Avoid mechanical shock or stress that can cause damage to the instruments. The customer reported complaint does not itself constitute a MDR reportable event; however; the damage to the instrument's main tube found during failure analysis investigation could cause or contribute to an adverse event if the failure mode were to recur.

Event description:
It was reported that during a da vinci surgical procedure, the customer noted that the mega needle driver instrument cable was defective. No missing or fallen pieces were reported. No patient harm, adverse outcome or injury was reported. The surgery was completed.